Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that "high alarm silenced: cassette not attached properly" was recorded in history. During analysis, the customer's stated problem was verified. Inspected the pump and attached cassette onto the device and it alarmed "cassette not attached properly". Further investigation of the pump determined that air bubbles on downstream occlusion was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smith medical cadd-solis 2120 pump alarming cassette not attached error. No patient involvement when event occured.